Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04567 for the other associated device information. It was reported to boston scientific corporation that two rx needle sphincterotomes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during the procedure, the physician advanced the needle knife through the scope and pulled the thumb ring to extend the needle. However, while attempting to insert, the tip detached inside the patient. A second tome was used and failed in a similar manner. The procedure was completed with a third rx needle sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Expected to be passed via normal peristalsis). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04567 for the other associated device information. It was reported to boston scientific corporation that two rx needle sphincterotomes were used during a ercp(endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2009 ((B) (6), female patient; weight is unknown). According to the complainant, during the procedure, the physician advanced the needle knife through the scope and pulled the thumb ring to extend the needle. However, while attempting to insert, the tip detached inside the patient. A second tome was used and failed in a similar manner. The procedure was completed with a third rx needle sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B) (4)